Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the non-boston scientific right atrial (ra) lead. No patient symptoms were reported. They planned to monitor the lead at that time. They have been monitoring this non-bsc ra lead for a long time due to the complex patient situation and chose not to address it at the change-out. Currently, this product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).